Manufacturer narrative:
The insulin pump had a blank display due to a battery tube connector not plugged in properly. The operating currents could not be verified, including the low battery, off no power, and battery out limit alarms, and no low battery indicator anomaly could be verified due to the blank display. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had an off/no power alarm on the insulin pump. Customer's blood glucose level was 440 mg/dl. Customer stated that she did receive a low battery alert prior to the off/no power alert. Customer reported that it was not less than 24 hours from the low battery alert to the off/no power alert. Customer was advised that this was normal pump behavior and to install a new battery. Customer stated that she had a piece of cheesecake and treated, but did not add the carbs. Customer declined troubleshooting for high blood glucose levels. On (B)(6) 2014, customer called back and stated that the pump was working well. However, customer stated that if she tightens the battery cap, the pump turns off. A replacement pump will be sent as a courtesy. No additional information provided.